Event description:
A customer reported experiencing a cgm error 42 with their device. Blood glucose level was within the normal range as no adverse impact was noted. The customer resolved the issue with the help of technical support by resetting the pump, and successfully initiated a new sensor session without further error displays.